Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was attempted to be revised but was unable to be successfully reaffixed, so the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal end/electrodes of the lead were extrinsically damaged. Visual summary analysis of the lead indicated apparent implant damage. If information is provided in the future, a supplemental report will be issued.